Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty charging the pump battery. No additional specific information was provided and customer declined follow-up from tandem technical support. There was no reported adverse patient effect.